Manufacturer narrative:
At this time, the lead remains capped and implanted. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped due to reports of high out of range impedances greater than 2000 ohms. The patient was hospitalized due to the revision. No additional adverse patient effects were reported.